Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the pace/sense portion. Approximately a month later, additional information was received stating that this lead was capped and surgically abandoned due to noise and oversensing with no pacing inhibition. A lead fracture was identified. No additional adverse patient effects were reported. The product was received for analysis.